Event description:
The customer called and reported that the insulin pump was erroneously alerting low while her blood glucose was 150 mg/dl and the sensor reading was 100 points off. Customer stated at one point, the sensor was reading 170 mg/dl while blood glucose was 266 mg/dl. Customer also received calibration errors. The customer did confirm the insulin pump threshold suspended, due to the false low sensor readings. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.